Event description:
On (B)(4) 2012, the patient (pt) contacted animas reporting that her blood glucose levels (bg) are normally not above 80 mg/dl range but had been experiencing elevated bg levels, which involved hospital visits. The patient does not trust the pump and requested a replacement. On (B)(6) 2012, her blood glucose level was 183 mg/dl. Without any symptoms, the patient went to the emergency room (ER) that same day. During the ER visit, she remained n the subject pump. Urine and blood tests were performed and all of them were negative and was discharged the same day. On the same day, the patient reportedly started taking keflex (500 mg 4 times/day) and her bg's from (B)(6) 2012 were fine. It is unknown why the patient started taking keflex. On (B)(6) 2012, the patient contacted the doctor after obtaining bg results of 360 mg/dl and 480 mg/dl earlier in the morning. The doctor advised the patient to change the infusion site/set and use a new vial of novolog insulin. Pt followed doctor's advice. Later the same day at 11:12am, her bg was 514 mg/dl with no symptoms but also stated that she does not experience symptoms when her bg's are elevated. The patient went to the internal medicine department at the hospital for another round of testing: all the results were negative. Throughout the day on (B)(6) 2012, the patient continued to bolus via the subject pump. At 1:05am on (B)(6) 2012, the patient's bg was 472 mg/dl. She administered 6 units via pump. By 11:12am, her blood glucose was at 514 mg/dl. She returned back to the ER and continued pump therapy during her ER visit. It is unknown if the patient received any other forms of treatment for the elevated blood glucose levels by the ER. The patient was discharged at 2pm the same day with a 116 mg/dl blood glucose level. Animas customer support reviewed the pump's history with the patient and noted that they were accurate: the total daily dosages and bolus amounts added up correctly. It was also noted that the patient did not have an infection at the infusion site. The patient was taking keflex at the time of concern, which suggests the patient was being treated for an infection. Infections can lead to elevated blood glucose levels. However, since it was not confirmed if the patient had an infection or not, this complaint is being reported because the patient allegedly experienced blood glucose levels over 500 mg/dl while using the subject pump. A replacement pump was sent to the patient.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas has received the pump involved with the complaint but have not completed investigations. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.